Manufacturer narrative:
It was reported that the device would not inflate and another catheter had to be inserted. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Catheter inflation valve would not allow for inflation.